Event description:
It was reported a patient had failed shocks in the field, requiring external defibrillation. Upon x-ray it was noted the right ventricular (rv) lead had dislodged. The lead was capped and replaced in a procedure on (B)(6) 2025. Post-procedure the patient was stable.